Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic safety cover did not cover he retracted bd saf-t-intima¿ IV catheter safety system needle. Found after use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7208558. Without defective sample or photo for us is very difficult to determine the root cause. According with the customer description this defect could be related to an incorrect use of the product by user and a possible cause could be that after finishing the puncture, the user performed the activation since adapter sti prn removing all the safety mechanisms and leaving exposed cannula. Conclusion: we cannot confirm or associate the reported defect to the mfg. Process. This reported defect is not common in our process. Based on investigation results to date, root cause for manufacturing process cannot be determined. However according to the customer description, it could be related to incorrect use. No CAPA was opened since this issue could not be confirmed as manufacturing related.